Event description:
(B)(6) healthcare contacted (B)(4) sales consultant on (B)(6)-2010. A staff member was exposed to rapicide pa, it splashed in her eye while helping another person change the chemical.

Event description:
Reporter alleged obtaining a result of 124 mg/dl on advantage system 1 compared back to back with a result of 270 mg/dl on advantage system 2 when testing was performed within 10 minutes. Reporter stated that he took his normal 500 mg of metformin in between obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 1. (B)(4).